Manufacturer narrative:
The microcoil system was returned. The sl-10 microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned entangled and protruding outside the distal tip of the green introducer. The tip coil section has two sections of severe compression and buckling damage. The coil¿s socket ring has been bent distally approximately 90 degrees. Coil damage found at mid-section. The locking mechanism has compression and stretching damage. Due to post-procedural handling, cleaning, and packaging it cannot be determined how much of the devices damage that was noted above occurred during the procedure. It is import to note that the protruding coil could not be retracted into the distal tip of the green introducer due to damage. No manufacturing damage was found. The complaint of the coil unable to be advanced past the distal tip of the microcatheter is confirmed. While the root cause cannot be definitively determined, the evidence highly suggests two contributing factors. The evidence suggests that the primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the severe compression and buckling to multiple sections of the tip coil section, bent the coil¿s socket ring distally approximately 90 degrees, and caused a portion of the coil damage found. This damage may have prevented the coil from advancing through the microcatheter or out of the distal tip of the microcatheter. The damage to the unit may have been compounded by its second use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coil unable to be advanced outside the distal tip of the microcatheter may have been due to distal interference. The exact source and location of this interference cannot be determined or whether it was of a fixed or detached nature. In addition, without the return of the sl-10 microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cause of the unreported damage that the coil was buckled and entangled and the reported event that the coil could not be advanced past the distal tip of the microcatheter could not be determined. It is plausible that the entanglement and buckling occurred upon shipping or handling at some point after the coil was exposed upon the introducer splitting open. The event that the coil could not be advanced past the distal tip of the microcatheter is likely due to procedural factors outlined in the IFU. There is no evidence of a manufacturing defect as review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during bronchial artery embolization and embolization of the inferior mesenteric and intercostal arteries, the deltapaq (cdf100208-30 / c27995) coil was stuck in the microcatheter. An excelsior sl-10 (stryker) and enpower dcb / cable (lots unknown) were used for this procedure. It was reported that the complaint deltapaq was stuck at the distal end of the microcatheter and could not be advanced further. The physician attempted somehow to push out the coil from the tip, but to no avail. The deltapaq was recovered from the patient, and was re-inserted into the microcatheter later to embolise another target lesion site. However, the coil was stuck at the distal tip again. The physician eventually aborted using the deltapaq and recovered again from the patient. The procedure was completed without further issues. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter. At the time of initial contact the complaint product was available for analysis. No further information is available. Upon return of the product, failure analysis revealed that the coil was entangled, compressed, and buckled.